Event description:
The patient reported her leakage has gotten worse. The patient leakage got worse after getting 4 back injections for her lower back pain last monday. The patient stated back injection and back pain was not related to device or therapy. The patient was not satisfied with what was happening. The patient stated she had an x-ray during her injections in order to stay away from the leads. The patient stated she has tried increasing stimulation and tried the different programs she has but has not gotten any better. The patient stated she would call her urologist. The patient stated she needed to get an MRI of her brain because she was having headaches. The patient stated MRI and headaches was not related to device or therapy. The patient stated she just finished physical therapy for her neck and that helped with the headaches and no longer need an MRI or x-ray on head. The patient stated that worked out. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested regarding the worsening leakage symptoms but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their program was changed after which the patient experienced too much pain. The patient did not want to lessen the strength causing more leakage. Things just were ¿not as good¿ as when the patient got the therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient just had her interstim system replaced. Interstim system was replaced because she had a loss of therapeutic effect and return of bladder control symptoms. Patient did not have any falls or trauma, but she was reprogrammed without success. Patient confirmed that the lead and ins were both replaced on (B)(6) 2017. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.